Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Complaint description: litigation papers allege the patient suffers from a number of different complaints including constant right hip pain and tenderness, loss of agility, and loss of balance. Patient also suffers from sciatica in her right leg and experiences numbness and tingling in her right foot. Patient has sleep disturbances as she is awakened by pain frequently. Patient has difficulty climbing the stairs and requires the assistances of a cane to ambulate. Update 4/12/16: pfs reported pain, difficulty with stairs, sleep disturbance, unable to work, walks with cane at times, no longer able to hike or take walks with husband. Revision surgical note reported the patient with adverse local tissue reaction, grayish material, and alval. Part/lot updated. Update ad 16 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis and elevated metal ions. Added stem due to the allegation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot: null. Device history batch: null. Device history review: null.